Event description:
The nurse reported that all diagnostics were within normal limits.

Event description:
The nurse reported that a physician in kuwait told the patient that every time they did an assessment on the device "it came up in red";. The patient was seen for assessment by the nurse and the nurse reported that the battery replacement indicator is "no". The nurse could not provide updates and reported that &#34;the physician is doing all of this from another country. No additional information has been provided.